Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye as a replacement lens. It was indicated "the case went very well but several hours later the patient could not see well". It was noted during slit lamp the patient had what looked like "very significant central anterior opacity covering most of the crystalline lens; iop; vault; cornea were unremarkable". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).